Manufacturer narrative:
Follow-up from 19-oct-2016: follow-up attempts have been completed, with no response to date. No further follow-up will be pursued. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and on an unspecified date an x-ray was performed which result showed device migrated to the pelvis. During that time, she had a pregnancy without any problems. A laparoscopic removal was scheduled. Both events are serious due to their medical importance and listed in the reference safety information for essure. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance, which included failure to return for the essure confirmation test to determine if the inserts are in the correct location and tubal occlusion is present. In this particular case the patient did not perform the essure confirmation test. In addition, there is a risk that the device could move out of fallopian tubes. It is not known whether the essure device was migrated to the pelvis first and the pregnancy followed, or whether it was in place during the conception and was migrated later, during pregnancy. Nevertheless, a causal relationship between both events with suspect insert cannot be excluded. This case was regarded as incident since surgical intervention will be performed. According to product technical analysis, the manufacturing batch record was reviewed and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. A review of similar cases for this batch resulted in no similar ae cases identified. No further information is expected.

Manufacturer narrative:
Follow-up received on 01-sep-2016 - quality-safety evaluation of ptc: ptc global number: (B)(4). Lot number: 869752; manufacturing date: jun-2011; expiration date: jun-2014. No sample available for this investigation. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded however, the reported medical events and lack of efficacy are known possible undesirable events and not indicative of a quality deficit per se. A review of similar cases for this batch resulted in no similar ae cases identified. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and on an unspecified date an x-ray was performed which result showed device migrated to the pelvis. During that time, she had a pregnancy without any problems. A laparoscopic removal was scheduled. Both events are serious due to their medical importance and listed in the reference safety information for essure. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance, which included failure to return for the essure confirmation test to determine if the inserts are in the correct location and tubal occlusion is present. In this particular case the patient did not perform the essure confirmation test. In addition, there is a risk that the device could move out of fallopian tubes. It is not known whether the essure device was migrated to the pelvis first and the pregnancy followed, or whether it was in place during the conception and was migrated later, during pregnancy. Nevertheless, a causal relationship between both events with suspect insert cannot be excluded. This case was regarded as incident since surgical intervention will be performed. According to product technical analysis, the manufacturing batch record was reviewed and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. A review of similar cases for this batch resulted in no similar ae cases identified. Further information is being sought.

Event description:
This is a spontaneous case report received from a medical doctor in united states on 13-jul-2016 which refers to an adult (>=18y & <65y) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013; lot number 869752. The patient was lost to follow up and recently, she had an x-ray that revealed the device migrated to the pelvis. During that time span, the patient had a pregnancy without any problems. At the reporting time, she was asymptomatic. The physician had scheduled her for a laparoscopic removal, but wanted to speak to an expert before. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and on an unspecified date an x-ray was performed which result showed device migrated to the pelvis. During that time, she had a pregnancy without any problems. A laparoscopic removal was scheduled both events are serious due to their medical importance and listed in the reference safety information for essure. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance, which included failure to return for the essure confirmation test to determine if the inserts are in the correct location and tubal occlusion is present. In this particular case the patient did not perform the essure confirmation test. In addition, there is a risk that the device could move out of fallopian tubes. It is not known whether the essure device was migrated to the pelvis first and the pregnancy followed, or whether it was in place during the conception and was migrated later, during pregnancy. Nevertheless, a causal relationship between both events with suspect insert cannot be excluded. This case was regarded as incident since surgical intervention will be performed. Further information and product technical analysis are being sought.